Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were tired, and they wondered if their implantable cardioverter defibrillator (ICD) "went off". Follow-up with the patient¿s clinic indicated that the patient had received an inappropriate shock due to uncontrolled atrial fibrillation (af). It was noted that the patient experienced a fall due to the shock. The ICD remains in use, and the patient was instructed to comply with their medication regimen. No further patient complications have been reported as a result of this event.